Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he had jumped into the ocean with the insulin pump on and now he believes the keypad is damaged. Customer removed the battery out and left out throughout the night. He inserted and the device alarmed battery out limit on the device. Customer's blood glucose was 276 mg/dl. The device didn't alarm button error but the buttons weren't responding. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump was received with normal operating currents and no unexpected battery alarm was noted. No moisture damage was noted to the liquid crystal display circuit board, mother board, interface circuit board, radio frequency board, motor, vibrator, or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.